Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 0 pulses and was downloaded in pod state 2, indicating that during the investigation was the first time that the pod had been activated. The drive mechanism was inspected and no damages or deficiencies were found that would have caused the device not to deploy. Manual rotation of the ratchet gear found the device to deploy as intended. No other damages or deficiencies were found during the investigation; the device functioned as intended. Lot no changed from l50182 to l50162. Expiration date changed from 10/17/2022 to 9/30/2022. Unique identifier (UDI) # changed from (B)(4) to (B)(4). Device mfg date changed from 4/17/2021 to 3/30/2021.